Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure with sinus bradycardia with a first-degree av block. During procedure, the right ventricular lead was positioned and revealed low sensing threshold and loss of capture. The right ventricular lead was re-positioned and low sensing threshold and loss of capture were noted. The patient experienced a loss of palpable pulse and the electrocardiogram (EKG) noted loss of capture and asystole. The patient's chest was immediately opened due to cardiac tamponade. The patient was stabilized after a period of time. Patient developed atrial fibrillation at some point during the procedure and required multiple cardio-versions to convert rhythm back to normal sinus rhythm. After patient was stabilized and the patient's chest was closed, the patient was transferred back to the cardiac ICU. During interrogation post procedure, programming changes were made to lower the base rate. The patient was in stable condition and discharged.